Manufacturer narrative:
The problem was due to a components failure. We are unaware about operator injury. We are waiting for additional information from distributor

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.

Manufacturer narrative:
Product problem evaluated in MDR report # 3004378299-2019-00058.